Event description:
It was reported that the pacer dependent patient presented for implant. During procedure, the implantable cardioverter defibrillator exhibited myopotential oversensing. The device was reprogrammed. No patient symptoms were reported.